Manufacturer narrative:
The customer reported that their multiple patient receiver (org) went into intermittent signal loss with their telemetry devices. Nk ts directed the customer to the org closet to check the antenna lights. They reported that the a and b power supplies closest to the org had solid lights, and that the a and b power supplies closest to the antennas were blinking. The customer then checked the closet ceiling and found a loose connection on the both a and b side of the aacs. When they tightened the connection, all antennas lit up and no further signal loss issues were reported. No harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Details of the complaint: on (B)(6) 2019, customer at southeast health reported wmts intermittent signal loss on zm-521pa transmitter with serial# (B)(4). Service requested: assistance in troubleshooting. Service performed: nkts could duplicate the issue and assisted in troubleshooting. Nkts requested the biomed at customer to check the halls for antennas. A side signals were mostly dark, some were blinking. B side was all blinking. Nkts directed biomed to org closet and educated to check for lights. A, b power supplies closest to the org had solid lights and a, b power supplies closest to the antennas were blinking. Nkts requested biomed to check all connections in the closet for loose connections, which were reported to be tight. After cross verifying all connections, biomed found a loose connection on one of the a side aacs on the ceiling, which when tightened, connections on the a side came back up, however b side antennas 21,22,23, went out. He found a connection on the b side aac which was loose and once tightened all the antennas came back up. Nkts troubleshoot the connection on b side and identified loose connection on acc. The root cause of the intermittent signal loss was user error due to lose connection on ceiling of a side and b side acc. After tightening the connections, all a and b side antennas worked, and no further signal losses were observed. The issue was resolved. Investigation result: the root cause of the intermittent signal loss was user error due to lose connection on ceiling of a side and b side acc. After tightening the connections, all a and b side antennas worked, and no further signal losses were observed. Review of device history found no previously reported loose connection issues with the unit. The warranty of the device is under warranty till 12/29/2023. This is not a trending issue as according to customer's account. Investigation conclusion: the root cause of the intermittent signal loss was user error due to lose connection on ceiling of a side and b side acc. After tightening the connections, all a and b side antennas worked, and no further signal losses were observed. Review of device history found no previously reported loose connection issues with the unit. The warranty of the device is under warranty till 12/29/2023. This is not a trending issue as according to customer's account. Additional model information: the following transmitter was used in conjunction with the org, but was not the device that experience failure: transmitter - model: zm-521pa, s/n: (B)(4), approximate age of the device: 17 months, device manufacturer date: 07/24/2018, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their multiple patient receiver (org) went into intermittent signal loss with their telemetry devices.